Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patient found that after the puncture point was bolus saline during maintenance on december 15, the patient's arm was swollen, and after withdrawing the catheter, a broken tube was found at 5cm, and it was immediately removed clinically. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a catheter split was confirmed but the root cause could not be determined. One photograph of a powerpicc catheter was returned for evaluation. Inspection of the photograph found that a circumferentially aligned tear was present on the catheter tubing. It was unclear from the photo what region of the catheter tubing the tear was located at. No other features of the tear could be discerned and no other remarkable features were observed throughout the photo. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.